Event description:
It was reported that the patient presented with to their physician with an empty inflatable penile prosthesis (ipp) due to fluid loss. The physician believed that surgical intervention was required and is expected to be scheduled at a later date. No patient complications were reported.